Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that she voided exercising since the current interstim system was implanted. She had voided exercising in accordance with the healthcare provider (hcp)¿s directions. She went to the gym on monday and squatted three inches. Patient reported when she did this, she felt a tingling sensation in the target area. Patient confirmed the tingling went away once she straightened up again. It was reviewed with patient that the intensity changes were normal to extent. Patient reported she was never informed of this. She would follow up with healthcare provider if issue becomes troublesome. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the cause of the tingling sensation was not determined. No further complications were reported/anticipated.